Event description:
As reported, during use after successful testing, this fogarty embolectomy catheter balloon burst. There was no allegation of patient injury. The device was received for evaluation and the balloon was found to be ruptured at central area. The edges of latex did not appear to match.

Manufacturer narrative:
One fogarty catheter was received by our product evaluation laboratory for a full examination. As received, balloon was found to be ruptured at central area. Both balloon windings were intact. The edges of latex did not appear to match up. Through lumen was patent without any leakage or occlusion. No visible damage was observed from catheter body. The report of balloon burst was confirmed. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. As part of the manufacturing process, the units go through a balloon inflation process. Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. The IFU indicates: "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.